Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient could not turn down the level of stimulation from the ins. The stimulation level was too high in the back and legs. The patient didn¿t have their patient programmer present but thought they had turned it off. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.